Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable electrode experienced fracture. Due to this, noise and oversensing were exhibiting, leading to an inappropriate shock. The noise was able to be seen on the primary and alternate vectors. The patient was hospitalized, the therapy was turned off, and x-rays were performed, which confirmed the possible fracture. An electrode replacement procedure was performed. This electrode is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this implantable electrode experienced fracture. Due to this, noise and oversensing were exhibiting, leading to an inappropriate shock. The noise was able to be seen on the primary and alternate vectors. The patient was hospitalized, the therapy was turned off, and x-rays were performed, which confirmed the possible fracture. An electrode replacement procedure was performed. This electrode is expected to be returned for analysis. No further adverse patient effects were reported.